Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be the transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter ID was not accepted.. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be fatal error. No injury or medical intervention was reported.